Manufacturer narrative:
A ge rep evaluated the system and informed the customer the tube would need to be replaced. This MDR is related to ge healthcare.

Event description:
The customer reported there is no display on the monitor. No pt injury was reported.